Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 14 in the mouth, the implant had not achieved osseointegration in type I bone. Clinician reports post operative pain and inflammation. The product will be forwarded to the manufacturer for investigation.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 14 in the mouth, the implant had not achieved osseointegration in type I bone. Clinician reports post operative pain and inflammation. The product will be forwarded to the manufacturer for investigation. (B)(4).